Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported by the patient that their device has been set to 70 beats per minute but it has been going down into the 40 beats per minute range. Follow-up was conducted to obtain information on the patient and whether the episode was device related, but the patient had not been seen at the device clinic. The device remains in use. No patient complications were reported as a result of this event.